Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ pump. Model #: 1103 / catalog #: 1103 / expiration date: 30-nov-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 05-nov-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial flutter, cardiac arrhythmia, elevated lactate dehydrogenase (ldh) levels of 1200 units per liter and higher, multi-organ failure and renal dysfunction following bi-ventricular assist device (vad) implantation. The left and right vads exhibited above normal power consumption and suction alarms. The patient was started on dialysis, and received one unit of packed red blood cells (prbc) and albumin. The left and right vads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3 product event summary: the ventricular assist devices (vads), (B)(6) and (B)(6), were not returned for evaluation. Review of the log files associated with (B)(6) revealed consistent power consumption above normal operating range between (B)(6) 2019 and (B)(6) 2019, as well as several increases and decreases in power consumption and estimated flow within the analyzed period. Three low flow alarms were logged on (B)(6) 2019 and one suction alarm was logged on (B)(6) 2019. Review of the log files associated with (B)(6) revealed several increases and decreases in power consumption and estimated flow within the analyzed period. Two low flow alarms were logged since (B)(6) 2019 and 14 suction alarms were logged since (B)(6) 2019. Additionally, three high watt alarms were logged on (B)(6) 2019 immediately following increases in vad rotational speed. As a result, the reported "above normal power consumption" and "suction alarms" events were confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, a possible root cause of the high power event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, patient related factors, inappropriate vad rotational speed, and/or incorrect setting of the alarm threshold. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s):4112, 4114 h6: FDA results code(s):213 h6: FDA conclusion code(s):4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.